Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a remaining longevity of two years and approximately seven months later, the gas gauge was pointing to beginning of life (bol); however, remaining longevity had decreased to one year. A download of the device data was performed and analyzed by a boston scientific engineer who identified an incorrect battery charge time measurement which caused the battery status to indicate bol. The engineer recommended a second analysis be performed which occurred two weeks after the first one and confirmed the estimated remaining longevity was 1.9 years and the invalid battery charge time measurement had corrected itself when the device did another measurement. No adverse patient effects were reported.